Event description:
It was reported that the tetra was deployed in the ostial rca, and during the attempt to withdraw the sds, the stent appeared to "hook" onto the balloon and was dragged out of its deployed position. The stent separated form the balloon during the attempt to withdraw the sds into the sheath. Another stent was implanted to compress the dislodged stent into the wall right iliac.